Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue about the ins and the controller not charging has been resolved. The reported that their weight is (B)(6).

Manufacturer narrative:
Concomitant medical products: product type: programmer, patient product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spain pain. The patient reported that they were unable to charge the controller and the ins. It was reported that there was difficulty charging the controller and it had a blank screen indicated. The patient attempted to charge both ins and the controller but saw a ¿no device found¿ screen on the controller. It was reported that the controller was depleted and won't power on or charge. The patient removed and replaced the li battery pack and the issue was not resolved. It was reported that double a batteries were put in the controller and it powered up but showed ¿no device found¿ screen. No patient complications have been reported because of this event.